Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to perform cbct. Upon troubleshooting, the fse found that control module was not working. To resolve the issue, fse replaced the tso module. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform cone beam computed tomography as the system was resetting randomly. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.